Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-434a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿fiber defected¿. No additional information provided. The procedure was completed with a second fiber. Patient outcome: ¿no damaged to patient. No injury to patient reported.¿